Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the target polyp in the patient's colon was captured, the snare loop became embedded in tissue and could not be retracted. A second snare was used to remove portions of the polyp in a piecemeal fashion, ultimately allowing the first snare to be extricated, and the procedure was completed using another sensation standard oval snare. It was reported that the target polyp was 25mm, and it was found to be malignant following the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): snare loop would not retract. Snare loop embedded in patient tissue. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(4) 2012. According to the complainant, after the target polyp in the patient's colon was captured, the snare loop became embedded in tissue and could not be retracted. A second snare was used to remove portions of the polyp in a piecemeal fashion, ultimately allowing the first snare to be extricated, and the procedure was completed using another sensation standard oval snare. It was reported that the target polyp was 25mm, and it was found to be malignant following the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the device cut in two pieces; the cut was made in the sheath distal to the handle. The loop, which was still attached to the pull wire, was pulled out of the sheath and the handle cannula was bent. The condition of the returned device rendered functional testing impossible. As the functionality of the device could not be evaluated, the complaint could not be confirmed. However, the condition of the device is consistent with the statement that "the snare top was cut to release tension on the snare." Review and analysis of all available information failed to indicate a root cause (or probable root cause) for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was also performed and no deviations were noted.